Event description:
It was reported that on (B)(6) 2006, the patient presented with low back pain. The pt underwent posterior spinal fusion at l5-s1. Per the operative notes, ¿half the bone graft material was packed in the posterolateral gutters followed by bmp collagen sponges and the remainder of the bone graft packed posterolaterally.¿ (B)(6) 2007 - 5 months s/p posterior spinal fusion at l5-s1; still c/o pain across the low back region (B)(6) 2007 - diffuse pain throughout the lumbosacral junction; x-rays show well placed posterior instrumented fusion hardware with pedicle screws at l5-s1 and decompression changes. A large amount of bone growth at l5-s1. No other abnormalities noted on x-rays. Successful fusion at l5-s1, bulging discs and degenerative discs at l3-4, l4-5, l5-s1. Posterior instrumented pedicle screw hardware l5-s1. Low back pain and left hip pain, facet arthrosis. On (B)(6) 2007 - s/p fusion of l5 and s1 vertebral bodies. Pt with lbp; l2-3-mild broad-based disk bulging without impingement, l3-4, mild broad based disk bulging, l4-5, mild broad based disk bulging noted at this level, left and right pedicle screws noted within the l5 vertebral body, well situated within the pedicles, these do not traverse the anterior vertebral body margin, facet hypertrophic changes present, some posterior bone graft may be present. On (B)(4) 2007 - instrumentation appears well placed at l5-s1, suspect contiguous fusion on the left side, on the right side, may have tenuous bony bridge, 7 on a 10 pain scale, pain prevents him from doing his normal job tasks and adls. Has failed conservative modalities since surgery. On (B)(4) 2007, patient presented with ddd, lbp, previous l5-s1 instrumented fusion, previous decompression, l5-s1, ddd involving l3-4, pt worse and remains on chronic high-dose narcotics. Patient underwent anterior total discectomy l5-s1, l4-l5, l3-l4, anterior partial corpectomy l3, l4, and l5. Anterior left retroperitoneal approach to the l5-s1 and the l4-5 and l3-4 disks. Cages packed with bone and bmp. L4-l5-was pack with bone graft and bmp. L3-l4-unite packed with bmp and local bone graft. On (B)(6) 2007 - post op visit-having increased muscle spasm and pain in the lower abdomen as well as the low back region. Lumbar spine radiograph completed post-surgery shows previous hardware from the posterior l5-s1 fusion, two pedicle screws in l5, two in s1, and two rod connectors are present, as well as the additional recent placement of two interbody cages placed anteriorly at l3-4, two at l4-5, and two in the l5-s1 level. These are very well placed. There is also an addition of two anterior longitudinal plates with four screws each at the l3-4 and l4-5 levels. There has been no change since implantation. On (B)(4) 2007 - pain 6 on a 10 scale, pneumonia, x-rays look spectacular, cages midline, no evidence of shift, change, or loosening with all the coughing. (B)(6) 2008 - date of surgery (B)(6) 2007, 5-6 on 10 pain scale; x-rays show intact interbody cage fusions at l3-4, l4-5 and l5-s1 with intact instrumentation. No evidence of loosening, shift or change, no supra adjacent level problems; pt states he feels the best he has in years. On (B)(6) 2008 - lumbar spine x-ray shows well placed, almost dead-center midline cages at l3-4, l4-5, l5-s1, plates are well placed, no evidence of loosening, shift or change, superb overall alignment. On (B)(6) 2008 - pain 7 on 10 scale, constant pain. Pt was in the ER 2 weeks ago and required 2 shots of dilaudid to get home. Misses about one day of work per week due to pain; referred to pain control doctor. X-rays appear superb from l3 to sacrum fusion. ¿technically we can¿t ask for better.¿ cages well placed parallel to the end plates. The anterior plates are well applied at l3-4 and l4-5. At l5-s1 there is excellent cage position and posterior segmental instrumentation. On (B)(6) 2008 - 43 y/o persistent back pain across low back area (not radiating into the legs) unrelieved by 2 stabilization surgeries that have resulted in fusion from l3-s1. First surgery was l5-s1 followed by an l3-s1 fusion. ER visits approximately every other week (muscle relaxants and opiods). Struggling to maintain his active job. Has lost the enjoyment of life. Seeing pain mgmt. On (B)(6) 2009 - l2-3 disc normal; l3-4 - there is a bulge into the left neural foramen but the l3 nerve appears to exit normally. There is some facet joint arthropathy at the l3-4 level. At l4-5 there is posterior mildly bulging disc. The l4 nerves appear to exit normally, l5 nerves appear to exit normally; there is no evidence of central canal stenosis at the postop levels, no evidence to suggest a recurrent disc protrusion or extrusion on (B)(6) 2010 - MRI lumbar spine-fusion noted from l5-s1. L3-4: mild diffuse disc bulging and facet joint arthropathy with no significant central stenosis noted, mild bilateral inferior neural foraminal narrowing; l4-5: minimal disc bulging identified as well as facet joint arthropathy. No significant central canal stenosis or foraminal narrowing noted bilaterally.

Manufacturer narrative:
(B)(4).